Manufacturer narrative:
Siemens has completed an investigation of the reported event. Although a first view indicated a problem with the x-ray tube; the investigation of the returned tube showed no errors. Based on expert opinion, the most likely reason for the error is a loose wire in the generator at relay k1 x32 which was found by the technician on site. This error led to an unavailability of x-ray in plane a although plane b remains fully functional. The root cause of the loose wire cannot be clarified retrospectively; however, it is assumed that it was tight during delivery as the system passed all functional tests. The loose wire has been fixed on site by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q.zen biplane system. During an acute pediatric examination, both the large and small focus became defective. There is no report of impact to the state of health of the patient involved.